Manufacturer narrative:
A ge representative evaluated the system and repaired the power supply. System operates as intended.

Event description:
Customer reported neither of the two monitors turn on. No patient injury was reported.